Manufacturer narrative:
The returned device was tested for leaks by the factory and the leak was confirmed and determined to result from a cut fiber. Detection equipment was improved to minimize reoccurrence.

Event description:
Fiber leak during priming. 10-15 cc fluid in bottom of gas (fiber) compartment.